Manufacturer narrative:
During inspection and testing, error code e315 (scope error) occurred due to an electrical continuity error caused by water invasion in the scope connector. The reported issue (image fault) was confirmed during inspection and testing. In addition, the light cover glass was chipped, the adhesive on the light cover glass and optical cover glass was worn, the adhesive on the distal end was worn, the red ring was worn on the control body housing, when the angulation control knob was released with angulation applied, the bending section returns faster than expected, and the play in the angulation control knob was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that there was an image fault during maintenance. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e315) was due to water invasion in the scope connector, which resulted in electrical damage. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state:¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.